Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with severe angina and the procedure was a radial approach to treat a lesion in the left anterior descending (lad) artery with 90% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a 2.0x8mm semi-compliant balloon. The 3.0x15mm xience alpine stent delivery system (sds) was deployed at 16 atmospheres (atms). Fluoroscopy after deployment showed a proximal edge dissection. Another xience alpine stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.